Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that during catheter insertion, air was seeing inside the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has returned for analysis. The faradrive was visually inspected upon return and no outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that during catheter insertion, air was seeing inside the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.